Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in melsungen: 2.: results: 2.1: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage were found. 2.2: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3: the device history files were read out and analyzed. It could be found one air alarm on (B)(6) 2021 in the device history files. No other abnormalities could be detected. The reason for the air alarm could not be clarified. 2.4: for checking the air-sensor, a space line was filled with water and was inserted into the infusomat. With the operating unit closed, a value of 40 mv (rated value < 100mv) was measured for the air and a value of 1526mv (rated value between 1100mv - 2250mv) was measured as water equivalent. All measured values are within our specification. Furthermore, the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. 2.5: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3: judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. A malfunction of the air sensor could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "no air in line alarm" according to the customer: "sn (B)(4), infusomat "pump had lipid infusion running it did not alarm air was in line until nearly at patient". Pump was checked at 0000hrs - all lines where checked and pump totals cleared. At 0100hrs, pumps was alarming. Large air bubbles observed in line from burette to filter at patient end. Line was running at 7mls/hr and there were no previous problems regarding air or occlusions."